Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to the customer's blood glucose level. The caller followed instructions from technical support to disconnect the tubing, adjust components, and deliver a bolus. Ultimately, the customer changed all the supplies and resumed insulin therapy.